Event description:
It was reported that the patient went to the hospital after hearing a patient alert. 3 inappropriate shocks had been delivered and the device battery longevity had been decreased. It was also noted that the patient was dissatisfied with the delayed deactivation of the device. The device was explanted and replaced. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) performance data was collected from the device and revealed that there was oversensing, 40 - ventricular non sustained tachycardias<=210 ms between (B)(4) 2011 21:18:06 and (B)(4) 2012 08:45:44, 6 - ventricular fibrillations<=210 ms average v-cycle between (B)(4) 2009 08:18:58 and (B)(4) 2012 08:39:58. There was also interference/noise, ventricular short interval count (v-sic)=1736 counts, in 0.89 day, between (B)(4) 2012 15:29:20 and (B)(4) 2012 11:49:11, high resistance/impedance, 1 - patient alert for right ventricular. Pace lead z > 3000 ohms on (B)(4) 2012 03:00:02. The daily pace lead impedance log data shows a spike increase for v.pace = 448 to 10448 ohms peak between (B)(4) 2012 and (B)(4) 2012, then returning to 464 ohms on (B)(4) 2012.